Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from journal of shoulder and elbow surgery that reported a retrospective study from mayo clinic, rochester, mn. The purpose of the study was to determine the rates of complications and revision of reverse total shoulder arthroplasty when performed for proximal humerus nonunion, as well as to identify any variables that may impact risks of complications and reoperations. The study reviewed 50 patients who underwent reverse total shoulder arthroplasty for proximal humerus nonunion. All procedures were performed by fellowship-trained shoulder and elbow surgeons. Surgeries were performed under interscalene blockade and general anesthesia in the beach chair position. An effort was made to repair both the greater and the lesser tuberosity whenever possible. Fixation of the humeral component was performed with cement in 21 shoulders and without cement in 29 shoulders. In 8 shoulders, the quality of proximal humerus bone stock or the severity of the proximal humerus bone loss was substantial, and shoulders were reconstructed using a metallic proximal humerus replacement. Follow-up was conducted at with a mean length of follow-up for 49 (11-130) months. In the study it was reported that an 82-year-old female patient dislocated 688 days after initial implantation resulting in a closed reduction. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown comprehensive segmental revision system (srs) bearing. G2: journal article - tagliero, l. E., esper, r., sperling, j. W., morrey, m. E., barlow, j. D., & sanchez-sotelo, j. (2024). Complications after reverse shoulder arthroplasty for proximal humerus nonunion. Journal of shoulder and elbow surgery. Https://doi.org/10.1016/j.jse.2024.05.020. H6: proposed annex g code: mechanical (g04) - head. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6, h10. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.